Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks over two episodes. The patient was noted to be washing dishes and sleeping at the time of the delivered shocks. This system remains in service. No adverse patient effects were reported.